Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services (ts) recommended replacing the device. This crt-p remains in service. No adverse patient effects were reported. Additional information was received and it was reported that this crt-p was explanted and successfully replaced. This crt-p has not been returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on available information, and in the absence of a product return, a conclusion code of unable to exclude device problem has been assigned. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services (ts) recommended replacing the device. This crt-p remains in service. No adverse patient effects were reported. Additional information was received and it was reported that this crt-p was explanted and successfully replaced. This crt-p has not been returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services (ts) recommended replacing the device. This crt-p remains in service. No adverse patient effects were reported.